Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician used an 18fr device for a device bailout during a tavr which resulted in a dissection of the cfa and the need to balloon the cfa. Additional information stated a 8x60x135cm balloon was inflated for 3-4 min x 2 inflations.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery after failed closure with two competitor devices. Arteriotomy was noted as 7.4mm, with noted severe calcification with conflicting reports of no depth being measured and a deployment depth measurement of 3cm. No complications reported gaining access, advancing, or withdrawing procedural sheaths during the case. A post-angiogram indicated a dissection of the vessel. Ballooning was used to remediate the perforation. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. Per the IFU manta should not be used "in patients with severe calcification of the access vessel." Or "if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery." The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection; accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include arterial damage and vessel laceration or trauma.